Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use when the issue occurred. A philips remote service engineer (rse) analyzed the system and confirmed that the device would not boot up successfully. Upon further inspection, rse recommended that engineers need to go to the site to check the power supply and fuse of m cabinet, also check the mpdu control component. But the customer did not accept philips service. No service has been performed by philips since the service quotation was not accepted by the customer. To date, there have been no further reports of this issue. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the allura device would not boot up successfully. No harm was reported to philips. Philips has started an investigation of this complaint.